Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had a low vacuum alarm and autofill failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had a low vacuum alarm and autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the drive manifold was the cause. The fse replaced the drive manifold and the issue was rectified. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had a low vacuum alarm and autofill failure. There was no patient involvement, and no adverse event reported.